Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient was pacemaker dependent. Lead provocation testing was performed and the noise was unable to be reproduced. Lead damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.